Manufacturer narrative:
Unit received with cracked case at display window corners, belt clipslot, battery tube threads and lcd window.

Event description:
The customer reported via phone call that the insulin pump has several cracks in it. Customer's blood glucose was 50 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery and reservoir compartments and the customer's doctor told her to call. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for the low blood glucose.